Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip opened while locked (unintended movement). There is no indication of a product issue with respect to manufacture, design or labeling. Additionally, this event was further reviewed by a clinical r&d engineer, and the reviewer stated that ¿one (1) fluoroscopic still image was provided in which two fully deployed clips are visible; there is no sgc or cds in view indicating the image was taken post deployment of the second clip. The top clip in the image appears to be in the fully closed positioned (~10°), while the bottom clip in the image appears to be opened to ~20° suggesting that the bottom clip is the first implanted clip with the reported issue of cowl observed during deployment. While the stated arm angles in this evaluation are estimations based on visual assessment with the naked eye and cannot be confirmed, it is apparent that the arms of the first clip (bottom clip in image) are opened to a noticeably larger degree than the second clip (top clip in image). No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened can be made.¿

Event description:
This is filed to report the clip opening while locked (cowl). It was reported a mitraclip procedure was performed to treat grade 4 functional mitral regurgitation (mr). An xtw clip was prepared, advanced and positioned across the mitral valve per instructions for use. A good grasp was achieved. Upon deployment, the clip opened slightly to approximately 20 degrees. Resulting mr also worsened slightly once deployed and was moderate grade 2. The clip was stable. A second clip was prepped and implanted to further reduce mr to grade <1. There was no adverse effect on the patient from the clip opening. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.